Event description:
Event description guidant received information that, approximately 65 months post-implant, this implantable cardioverter defibrillator (ICD) was explanted and replaced with a non-guidant product. It was reported that the ICD would be returned to guidant for analysis. There was expressed concern regarding the battery longevity.